Manufacturer narrative:
Section h4: correction manufacturer's investigation conclusion: a correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2019, the patient was seen in clinic. The account communicated mild erythema and yellowish discharged at the driveline site was noted. Cultures obtained noted (B)(6). A CT scan noted new fluid/soft tissue collection concerning for a driveline (dl) infection. The patient was admitted to the emergency room due to worsening dl site drainage and enlarging erythema. The patient symptoms included mild right upper quadrant pain. Blood cultures resulted negative. The patient was treated with zosyn and vancomycin. The account reported the patient was afebrile. On (B)(6) 2019, the patient had a debridement. No cultures were obtained. The patient was discharged home on IV vancomycin. No further information was reported.